Event description:
It was reported that the video system center had error codes b30 and e315 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Technical assistance center (tac) directed the customer and made sure the maj-1933 cable was securely attached. The device was powered down by the customer to clear the error when the scope was plugged in and used the escape key on the keyboard. The customer reported that after reconnecting maj-1933 securely the scope communication errors did not occur. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.